Event description:
Additional information reported that patient was admitted on (B)(6) 2021 for fever and increased drainage to driveline. Driveline drainage stopped on (B)(6) 2021. Infection unlikely to be cured without surgical intervention. The patient is being worked up for transplant listing. Discharged to home on (B)(6) 2021 with orders to continue antibiotics until (B)(6) 2021. The patient¿s peripherally inserted central catheter (PICC) line dislodged on (B)(6) 2021 and was seen and was told to resume intravenous (IV) avycaz and tobramycin. Will follow patient. Type of treatment included oral antibiotics. No additional information provided.

Event description:
Additional information reported that the patient continued antibiotics at time of outcome. This is an ongoing event for the reported infection.

Event description:
Additional information reported that on (B)(6) 2021, the patient presented with a max temperature of 103.5. White blood cell count and procalcitonin were elevated. The patient was given one dose of intravenous (IV) vancomycin and zosyn in the emergency department (ed). Cultures from driveline and blood were obtained that showed pseudomonas, which patient has been chronically treated for. The patient was started on avycaz and tobramycin.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on vad (ventricular assist device) support therefore not available for evaluation. A specific cause for the reported infection could not be determined through this evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 and presented with a fever and increased drainage from driveline. The patient was reported to have had a chronic driveline infection. Type of infection is pseudomonas. Actions performed included hospitalization; changes to medication; oral antibiotics and parenteral antibiotics. At time of reported event, hospital was waiting to see which antibiotics to use since infection was a multi-drug resistant organism (mdro). To date, the infection is ongoing. No additional information provided.